Event description:
The customer reported that when the ventilator tidal volume is set to 500 ml, exhaled tidal volume was 938 ml.

Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and determined that replacement of the turbine assembly fixed the reported issue.